Event description:
It was reported that the customer received a low battery alarm. Customer replaced the batteries several times and the insulin pump is no longer turning on. Customer stated that the insulin pump has a blank display. Customer's blood glucose readings at the time of the call were 13.0 mmol/l. The battery compartment was noted to be corroded. Self test was performed and passed. Through troubleshooting the insulin pump did turn on. Customer's blood glucose readings at the end of the call were 5 mmol/l. No further information reported.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.